Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed during infusion of the sample, a leak was observed between the molded joint and the catheter shaft. No details of the leak site could be discerned in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that leakage and partial rupture occurred at 0 cm near the wings. Dwell time less than 30 days. No securacath. No glue. The patient was implanted on (B)(6) 2025. During the flushing procedure, there was a leakage of solution. The catheter was secured with the statlock system. Apart from replacement, there were no other interventions.